Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer was failed. A field service engineer found that the magnet was missing from the latch. A new latch was installed, and the drawer began functioning properly and the customer verified the drawer using pyxis inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was not opening for recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.